Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approx 6.5 mm from the balloon proximal tip. The procedural sheath was not returned; therefore, a physical investigation could not be performed. Damage to the distal end of the introducer sheath could cause a puncture of the balloon, resulting in a loss of pressure. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following info was reported by aci sales rep: "the mynxgrip 6f/7f device was prepped and inserted into the 6f sheath with some resistance. Balloon was inflated once white line met the hub of the sheath. He proceeded to pull the device back. There was never a definitive first stop before the balloon loss of pressure occurred. The buddy wire technique was utilized, so the sheath was introduced into the vessel. A device from another MFR (angioseal) was then deployed, and hemostasis was obtained." Stick location: rcfa.